Event description:
Reportedly, re-operation was performed in order to extract leads because lead fracture was suspected on both ventricular and atrial leads. Apparent fracture point was not visually confirmed on the atrial lead; however blood ingression inside the lead was confirmed. Atrial lead impedance measured by a programmer (before the re-operation) with bipolar setting was over 3000ohms. It could be measured with unipolar setting but its detail value was unknown. Atrial lead impedance measured by a pacing system analyzer during the re-operation was around 1000ohms. Coil fracture was visually observed on the ventricular lead, and its lead complete fracture was confirmed. Exact value of ventricular lead impedance is unknown. It is also unknown if lead connection was checked at the re-operation before unscrewing setscrews. On the x-ray photo taken before the re-operation, lead fracture point was not identified on both leads; however leads were extremely flexed inside the pocket. Both leads were extracted from the body, and new leads were inserted. Both new leads were then connected to a new pacemaker and the operation was completed (medtronic new leads and pacemakers model and serial numbers are unknown). The re-operation was originally performed because lead fracture was suspected; however atrial lead impedance measured by the analyzer was around 1000ohms. Consequently, pacemaker failure cannot be excluded. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
Reportedly, re-operation was performed in order to extract leads because lead fracture was suspected on both ventricular and atrial leads. Apparent fracture point was not visually confirmed on the atrial lead; however blood ingression inside the lead was confirmed. Atrial lead impedance measured by a programmer (before the re-operation) with bipolar setting was over 3000ohms. It could be measured with unipolar setting but its detail value was unknown. Atrial lead impedance measured by a pacing system analyzer during the re-operation was around 1000ohms. Coil fracture was visually observed on the ventricular lead, and its lead complete fracture was confirmed. Exact value of ventricular lead impedance is unknown. It is also unknown if lead connection was checked at the re-operation before unscrewing setscrews. On the x-ray photo taken before the re-operation, lead fracture point was not identified on both leads; however leads were extremely flexed inside the pocket. Both leads were extracted from the body, and new leads were inserted. Both new leads were then connected to a new pacemaker and the operation was completed (medtronic new leads and pacemakers¿ model and serial numbers are unknown). The re-operation was originally performed because lead fracture was suspected; however atrial lead impedance measured by the analyzer was around 1000ohms. Consequently, pacemaker failure cannot be excluded. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, re-operation was performed in order to extract leads because lead fracture was suspected on both ventricular and atrial leads. Apparent fracture point was not visually confirmed on the atrial lead; however blood ingression inside the lead was confirmed. Atrial lead impedance measured by a programmer (before the re-operation) with bipolar setting was over 3000ohms. It could be measured with unipolar setting but its detail value was unknown. Atrial lead impedance measured by a pacing system analyzer during the re-operation was around 1000ohms. Coil fracture was visually observed on the ventricular lead, and its lead complete fracture was confirmed. Exact value of ventricular lead impedance is unknown. It is also unknown if lead connection was checked at the re-operation before unscrewing setscrews. On the x-ray photo taken before the re-operation, lead fracture point was not identified on both leads; however leads were extremely flexed inside the pocket. Both leads were extracted from the body, and new leads were inserted. Both new leads were then connected to a new pacemaker and the operation was completed (medtronic new leads and pacemakers¿ model and serial numbers are unknown). The re-operation was originally performed because lead fracture was suspected; however, atrial lead impedance measured by the analyzer was around 1000ohms. Consequently, pacemaker failure cannot be excluded. The subject pacemaker will be returned for analysis.